Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital to get an MRI scan. It was determined 3 lead contacts had high impedances and ipg would not go into MRI mode. Surgical intervention was taken for the doctor to interrogate the lead with the same contacts having high impedances. The lead was replaced with impedances checked intra op and were all normal. Reportedly the patient had good coverage post-operatively.